Event description:
Device will not power up. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300p device and pad-paks were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6)2010. Upon investigation, capacitor c9 was found to have vented and leaked. Measurements taken on c9 confirmed the component had failed. C9 is used to prevent the 18v line dropping low during the initial charge cycle. The increased capacitor current drain would have resulted in a high current influx at power on, blowing a test pad-pak fuse during investigation. Furthermore, the fault had blown the fuses of the three returned pad-paks, resulting in the reported fault of being unable to power on the unit with these pad-paks. On replacing c9 the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately (B)(4) months of normal use without fault. The functionality of the circuit is tested at both h017-014-103 pba test and h017-014-104 final. Therefore, it is concluded that the component failed after dispatch. Information from the history log showed the device had performed self-tests up to the (B)(6)2019 , therefore it is assumed that c9 had failed after this time. The returned sam 300p is now outside of its warranty period and will be scrapped.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device will not power up. There was no patient involved in this event.